Manufacturer narrative:
A steris service technician arrived onsite and found the canopy's mounting hardware for the harmonyair surgical lighting system required re-installation due to the detachment of the hardware from the ceiling. The technician reinstalled the canopy's mounting hardware and confirmed the unit to be operating to specifications and returned the lighting system to service. User facility personnel stated to the steris service technician that they may have struck the lighting system's spring arm into the canopy subsequently dislodging it from the ceiling. The operator manual for the harmonyair surgical lighting system g series states (1-4), "do not bump lightheads into walls or other equipment." The technician counseled user facility personnel of the importance of not impacting the lighting system with other objects in the room. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure it was observed that the ceiling plate canopy came loose from the ceiling. The patient was transferred to a different room subsequently causing a procedure delay. The procedure was completed successfully, and no injuries were reported.